Manufacturer narrative:
Product catalog number unknown, product unspecified . Concomitant product(s): ams miniarc sling and a monarc subfacial hammock: (B)(6) 2003, bard acellular collagen matrix: (B)(6) 2011. Mfg date: product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with ams miniarc sling and a monarc subfacial hammock on (B)(6) 2003, a cook stratasis urethral sling on (B)(6) 2005, and a bard acellular collagen matrix on (B)(6) 2011 to treat her stress urinary incontinence and/or pelvic organ prolapse. The surgeries took place at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Event description:
The patient was reportedly implanted with ams miniarc sling and a monarc subfacial hammock on (B)(6) 2003, a cook stratasis urethral sling on (B)(6) 2005, and a bard acellular collagen matrix on (B)(6) 2011 to treat her stress urinary incontinence and/or pelvic organ prolapse. The surgeries took place at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.